Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events where infusion set's tubing was detached from hub from (B)(6) 2024. The issue occurred with six similar types of infusion sets used for two to three hours for some issues and about six hours for others. The blood glucose level of the patient was high which was treated by glucose pills. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 6.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-00215. Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6004995 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code tubing detached from hub. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional static pull test tubing-tubing hub test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the 6004995 was manufactured according to the wi version 110 in the line li94, on 22/jan/2024, with a total of (B)(4) units. Gluing of tubing: the lot 4a01893 was glued according to the wi version 59, machine sco9, with a total of (B)(4) units. The lot 4a01894 was glued according to the wi version 59, machine sco3, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on 02/jun/2025 against malfunction code tubing detached from hub and lot 6004995, with no trend identified. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.